Event description:
User facility stated that during a procedure the catheter tip broke. No further complications were reported. During a subsequent call to the user facility, (central supply services) stated the tip looked like it was cut.